Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 10146658. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 10146658. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an optometrist, a male patient experienced corneal and conjunctival injury associated with contact lens wear. It was reported that the patient experienced a "needle" sensation upon inserting the lenses. The patient removed the lenses and re-inserted and the "needle" sensation returned. The patient wore the lenses and after 4 hours removed and discarded the lenses due to intolerance. After removing the lenses, the patient exhibited conjunctival hyperemia and foreign body sensation. The next day the patient exhibited discharge and foreign body sensation. The patient sought medical consultation and was prescribed an unspecified topical treatment for corneal erosion in both eyes (ou). No further information regarding the treatment or diagnosis was provided. Some days later, the patient opened a new pair of contact lenses and after wearing the lenses for 6 hours the patient experienced yellowish discharge and high intolerance in ou. The patient reported to tolerating the next pair of newly opened lenses for less than 6 hours per day and the patient indicated that he replaced the lenses every 15 days due to intolerance if used longer. The patient consulted another medical professional (date unknown) for a new contact lens fitting; no further information regarding whether a complete physical examination was performed was reported. Additional information provided by the optometrist on 04/13/2016, indicated that the patient was treated with an unspecified topical antibiotic every 6 hours for 8 days. The symptoms have completely recovered and the patient has resumed contact lens wear. Additional information has been requested, but not yet received.